Manufacturer narrative:
Investigation summary: based on the information available, boston scientific was unable to conclusively determine the cause of the reported urinary incontinence and urethral atrophy. The reported patient symptoms are known risks associated with artificial urinary sphincter (aus) procedures and are noted as such in the ams 800 instructions for use. Analysis of the returned device also identified a non-conformance. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff, pump, and pressure regulating balloon (prb) were visually and microscopically inspected and tested for leaks; functional testing of the balloon and pump was also performed. Visual inspection noted a small piece of thread exiting the side of the cuff tab. The pump component exhibited damage to the window quick connector (wqc) and foreign material, possibly tissue, in wqc. Functional testing of the prb found the pressure measured 50.6 cm of water; less than the specification of 61 to 70 cm of water. No further damage or irregularities were noted. The device passed all other testing. Product analysis was unable to determine the most probable cause of the reported urinary incontinence and atrophy. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptoms of urethral atrophy and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to urinary incontinence. During the procedure, it was identified that the patient had developed sub-cuff atrophy and the cuff was no longer adequately coapting the urethra. All components were removed and replaced with a new aus system. No further information was reported.